Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, necrosis and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, necrosis and capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii, "rupture", and "pain". Physician additionally reported "constructed/folded", "double capsule", "textured round implant", "fibrous capsule with degeneration and necrosis", and "seroma." Record is for left side. Device has been explanted.

Manufacturer narrative:
Correction to d6a implant date: partial implant date was provided as "15 years ago" relative to 2024; but this would be 2009, which is before the manufacturing date of the device. Device evaluation: based o¿ rupture: observed more than three openings assessed as surgical damage, a missing piece of shell assessed as inconclusive and broken device assessed as surgical damage. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed creases on device. Double capsule: unable to observe as it is not related to the manufacturing process. Necrosis: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. N the product analysis performed; the assessments of the complaints are: additional, changed, and/or corrected data: b5, d6a, d9, g2, h3, h6, h11.

Event description:
Healthcare professional reported capsular contracture, baker grade iii, "rupture", and "pain". Physician additionally reported "implant was severely folded", "double capsule", "textured round implant", "fibrous capsule with degeneration and necrosis", and "seroma." Record is for left side. Device has been explanted.